Event description:
On (B)(6) 2014, a dealer representative informed 3m espe that a dental professional who used 3m espe lava ultimate cad/cam restorative for e4d, 3m espe scotchbond universal adhesive and 3m espe relyx ultimate cement had recommended and endodontic procedure to one of his patients. Upon follow-up directly with the dental professional, a male patient presented with mirco-leakage and an abscess on tooth #3 which had a crown placed one year prior, on (B)(6) 2013. The dentist recommended endodontic treatment, but has not heard back from his patient.

Manufacturer narrative:
There were three suspect devices involved in this event. If any new information about this event becomes available to 3m espe, a follow-up report will be submitted. This report describes the second suspect device. Manufacturer report numbers 3005174370-2015-00010 and 3005174370-2015-00012 provide information on the first and third suspect devices involved in this event, respectively.